Manufacturer narrative:
Production process data analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. User (surgeon) information analysis: patient no (B)(6), index procedure on (B)(6) 2017. At 3 months post-surgery the patient developed an infection (ref: (B)(4); on (B)(6) 2018, the implant was removed and on (B)(6) 2018, a new apifix system was implanted. On 06-jun-2022, apifix was made aware that the patient was converted to fusion on (B)(6) 2021 for extender migration (medially). The company introduced the use of the extender component in may 2017 and experienced a learning curve with its use. The present case was one of the company's first cases with extender where an option to use 2 extenders was provided and the alignment of the extender with the rod was not defined. In addition, the case was performed in a minimally invasive (mis) approach. It is very challenging to verify that the surface below the implant is sufficiently clear from any kind of tissue. At the location of the fracture load applied by the transverse process or any other hard tissue, below the implant may lead to rod breakage. For this reason, the use of the mis technique is not recommended by the company, and the surgical technique labeling instructs to perform the surgery with an open midline incision. Extender misalignment results from not properly aligning the extender and the main rod, from selecting improper screw size to anchor the extender or from fault in the off the shelf tool used to lock the extender screws. The event may be associated with curve progression, implant migration and prominence. The company took several actions to mitigate extender misalignment: in january 2018, a letter instructing surgeons how to properly align the extender was issued. Eco 48, a pre-bent extender was introduced to ease extender alignment. Eco 63, an extender-main rod angle measurement tool was added to the surgical tool. The company continues to monitor the effectiveness of the mitigation. At the time of patient's surgery report (jan 21, 2021), the company's incident rate of extender misalignment was (B)(4). The risk of "extender and mid-c system not properly aligned" has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 22.8).

Event description:
Patient no (B)(6), index procedure on (B)(6) 2017. On (B)(6) 2022, apifix was made aware that the patient had been converted to fusion on (B)(6) 2021 for extender migration (medially).